Event description:
It was reported that the patients ipg was non functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Sc-1140, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported allegation of the patients ipg was nonfunctional was confirmed. The ipg was received at the eos state. The data log analysis revealed that the patient battery lifetime was calculated at 9 months and 7 days with an average energy use index (eui) of 48.6, and it exhibited normal characteristics during the visual and functional examination. Therefore, this investigation was assigned a probable cause of end of life problem identified.

Manufacturer narrative:
Exact date unknown, event occurred 1 and a half months from date manufacturer was made aware.

Event description:
It was reported that the patients ipg was non functional. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.